Event description:
The customer reported picture on the screen was pixelized during a colonoscopy diagnostic procedure before sedation with an olympus back up device involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.